Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking at the seam. The leaks were discovered before product use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between: may 31, 2018 to june 4, 2018 . Two samples were received for evaluation. A visual inspection with the unaided eye was performed and no physical defects were identified. Functional testing was performed which revealed a leak at the spike port cap from the base of the spike port tubing on both samples. Functional testing did not reveal a leak at the seam for either sample. The remaining samples were not available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.